Event description:
Event verbatim [preferred term] burn with blisters [burns second degree] , over 55 patient wore the back heatwrap directly against the skin [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age (reported as older than 55 years) and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l49951, expiration date: dec 2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient applied the heatwrap directly on the skin and experienced burns with blisters. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn second degree and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn second degree and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Pfizer (B)(4) investigational report: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn with blisters [burns second degree] , over 55 patient wore the back heatwrap directly against the skin [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age (reported as older than 55 years) and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l49951, expiration date: dec2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient applied the heatwrap directly on the skin and experienced burns with blisters. The action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. According to the product quality complaint group: pfizer albany investigational report: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the reported events burn second degree and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn second degree and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.